Event description:
Account reported an axsym phenytoin result of 5.7 ug/ml which was questioned by the nurse. The sample was repeated and was 22.5 ug/ml. The corrected result was called to the floor. There was no impact to patient treatment. No injury was reported.